Event description:
During placement, the wire in the PICC line broke off inside the catheter. The wire fragment was brittle, and continued to break easily. It is unk if there remains any wire fragments inside the pt.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for eval. A chr review showed no other similar product complaint file(s) from this lot.